Event description:
Procedure type: laparoscopic vats esophagectomy. According to the reporter: when the surgeon introduced the orvil into the esophagus, the anvil separated from the ng tube twice. Both anvils were successfully removed from the pt. The third attempt with a third device was successful. Surgery time was extended by an hour and a half as a result. The pt is recovering.

Manufacturer narrative:
Initial report sent: 09/08/2008.